Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple ongoing occlusion alarms occurred. Customer performed a supply change to address occlusions; however ultimately customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 329-500 mg/dl.